Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio found that the device would not remain powered on. The analog pcb assembly was evaluated further and it was observed that filter, designator fl9, had excess leakage current that depleted the hybrid layer capacitor (hlc) batteries. The excess leakage current was determined to be due to process residue. The customer was provided with a warranty replacement device.

Event description:
The customer contacted physio-control to report that their device was displaying a premature low-battery indicator. The customer further advised that they were having to replace their device¿s charge-pak battery charger approximately every two months. There was no patient use associated with the reported issue. Upon evaluation of the customer¿s device, physio-control observed that it would not remain powered on. As a result, the device was unable to charge and shock if it were necessary.